Event description:
Journal reference: voges, j.r. Hiker, et al. (2007). "Thirty days complication rate following surgery performed for deep brain stimulation." Movement disorders 22(10): 1486-1489. The article describes a retrospective study of 1,183 patients treated with deep brain-stimulation for a number of conditions. Data was collected from five centers. The goal of the study was to evaluate serious adverse events occuring during the first 30 postoperative days. A number of patient complications were presented in the article. One patient experienced a fall resulting in head trauma. The patient also experienced pneumonia. No treatment or outcome information was provided.